Event description:
Rptr's hosp uses the MFR's pca pumps. They are experiencing a problem with another MFR's morphine sulfate injections, which are supposed to be compatible with the MFR's pumps. The pca alarm reads occluded when the other MFR's injections are used, and when the injection is replaced with MFR's morphine sulfate injection, 30 mg/30ml, the pump then operates correctly. This problem has occurred on multiple occasions with different pca pumps and different pts.